Event description:
It was reported that the left ventricular (lv) lead was explanted due to infection. Reportedly, the distal tip of the left ventricular (lv) lead broke off and was left in the coronary sinus. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).